Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 270 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was chest pain and high blood glucose. The customer reported via phone call indicating that the insulin pump had blank display and moisture damage. Customer's blood glucose at time of incident was 270 mg/dl. After the troubleshooting was done customer was advised that pump will be replaced due to blank display and moisture damage.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to moisture damage on the lcd board also, moisture was found on the mother board and motor. No moisture damage found on the interface board, radio frequency board, keypad assembly and battery tube assembly. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to button error alarm and no button response. No blank display or unexpected beeping during our testing. The insulin pump was received with cracked case at the display window corner and minor scratched lcd window.